Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3200 short port btt black inflation valve would not stay depressed so the balloon would not hold air. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Maquet has not yet received the device for investigation. We will continue to pursue the return of the device and will submit a supplemental report upon completion of the investigation. (B)(4).